Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable or unwilling to provide any further patient details to bard.

Event description:
It was reported that the stent was used unsuccessfully to open a twisted stent in the proximal sfa. Reportedly, the delivery system could not cross the twisted area and was removed. Post-dilation with a pta balloon (size 6 x 40 mm) was performed to complete the procedure successfully. The stent was patent after post-dilation and there were no clinical consequences to the patient. There was no reported patient injury. This is the same patient as reported in medwatch report concerning patient (B)(6).

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the images provided, the reported positioning issue could not be reproduced. The images document the twisting of a previously placed stent and the post-dilation performed to open the twisted section. On the basis of the evaluation of the returned delivery system, the reported event could not be reproduced. The stent was found to be loaded in the system and the system was found to have not been activated. A patency test with a device compatible guide wire was performed successfully. No defect or deficiency of the device was found which may have led to the reported event. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. The event may be associated with a difficult vessel anatomy or challenging stent placement site. As reported, the stent was used to open a twisted stent that was previously placed which represents an-off label use of the device and is considered a contributing factor to the reported event. On the basis of the information available and the evaluation of the sample and the images provided, a definite root cause for the reported event could not be determined. The IFU states: "if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used." And "examine the stent and delivery system device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used." The reported application represents an off-label use of the device. The IFU indicates that the lifestent vascular stent system is intended to improve luminal diameter in the treatment of symptomatic de-novo or restenotic lesions up to 240 mm in length in the native superficial femoral artery (sfa) and proximal popliteal artery with reference vessel diameters ranging from 4.0 - 6.5 mm.

Event description:
It was reported that the stent was used unsuccessfully to open a twisted stent in the proximal sfa. Reportedly, the delivery system could not cross the twisted area and was removed. Post-dilation with a pta balloon (size 6 x 40 mm) was performed to complete the procedure successfully. The stent was patent after post-dilation and there were no clinical consequences to the patient. There was no reported patient injury. This is the same patient as reported in medwatch report concerning patient (B)(6).